Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2024 for sprint fidelis lead 6949-advisory. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).